Event description:
It was reported that during preparation for an unspecified procedure, a stent fracture was noted. When the physician removed the stent delivery system from the shipping hoop, it was noted that the stent was fractured in the middle. The procedure was successfully completed with another liberte bms. There was no patient contact.